Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate totals. Advised that the insulin pump would be replaced. Nothing further was reported.